Manufacturer narrative:
The involved surgeon was contacted to request product catalog and lot number, and additional information regarding the involved patient's clinical course. As the physician has not responded to provide product information, patient clinical course or assessment, nor details regarding the removal and revision performed on the patient, a review of the quality and manufacturing records for the involved implant lot could not be carried out, nor a patient impact assessment could be performed prior to this report. At the present time, the event could not be definitely confirmed. Should additional details be provided in the future, an update to this submission will be provided.

Event description:
Feedback received from patient. According to the information provided, the subject received a cartiva implant in their right mtp joint on (B)(6) 2017. The subject reported subsidence of the cartiva implant and continued pain, resulting in removal and revision to arthrodesis during the last days of (B)(6) 2018 (approximately 8 months postoperative). No product information, nor exact removal/revision date were made available at the time of report receipt.